Event description:
Welt; type 1 diabetic with 25 years of insulin pump use. Dexcom g6 user. Worked fine until (B)(6) when rash started , typically 4 days after insert. Spoke with dexcom and they acknowledged that a formulation change occurred late q4 19, early q1 2020. Using an approved device should not caused additional medical problems. FDA safety report ID# (B)(4).